Event description:
It was reported that asymptomatic patient presented to the hospital after receiving an alert for lead noise. The patient had received a device replacement for normal eri three weeks prior; there had been no noise issue prior to changeout. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.